Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that the patient was admitted to the hospital on (B)(6) 2017 with an increase in spasticity, nausea, vomiting, and the chills. The symptoms had gotten significantly worse since this past sunday. The patient also had tachycardia. The hcp wanted someone to come to the hospital and check the pump as they did not have access to a physician programmer to ensure that the pump was working. The pump was not alarming. They had already contacted the surgeon who implanted the pump and they did not have a physician programmer to read the pump with. No further patient complications have been reported as a result of this event.